Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. The ge rep was able to perform calibration and set verification points, and verified with the customer that the system was tracking accurately. The system operates as intended.

Event description:
The customer reported the system would not center the cross hairs for tracking. No pt injury was reported.